Manufacturer narrative:
Estimated event date. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient implanted with a parkinson's dual and movement disorders. It was reported that the patient had an infection at the incision site following an ins replacement surgery on (B)(6) 2017. It was noted that an antibacterial pouch was used during the replacement. It was also noted that the patient may have had a possible reaction to the sutures that were used to close the incision, but there was no infection or puss on the pocket. The wound and pocket were washed out, the patient was given vancomycin antibiotic, and the surgeon closed. The patient returned to the hospital four days later complaining of redness around the incision and was given bactrim antibiotic. The patient returned 11 days later complaining of fever. The hospital did additional work-up to rule out phenomena, other infections, etc. It was noted that the ins remains on and in service. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.